Event description:
Display backlight failure [device issue]. No adverse event [no adverse event]. Case description: on (B)(6) 2015, a respiratory therapist (rt) in the (B)(6) spoke with ikaria regarding a device issue with inomax dsir# (B)(4). The device was in use on a pt and no adverse event was reported. The rt reported that inomax dsir# (B)(4) had a display go blank while on the pt. The rt stated that rebooting the device did not resolve the issue as the display remained blank but audible alarms were heard. The device was switched out. Inomax dsir# (B)(4) was removed from service and returned to ikaria for service investigation. Case comment; on (B)(6) 2015: this is a non-serious, post-marketing device report. No adverse event was reported in this case. The case is deemed reportable because a previous, similar case was associated with serious adverse pt consequence (index case MDR# 30045431588-2013-0023).

Manufacturer narrative:
Device issue with inomax dsir #(B)(4) the device investigation was completed on 3/30/2015. Evaluation summary. Inomax dsir #(B)(4) was returned to the manufacturer for service investigation. The regional service ctr (rsc) log review revealed delivery failure (df) alarms due to backlight current below minimum, four (4) df alarms raised due to backlight current below minimum. The rsc confirmed the reported complaint of blank screen, screen was blank at bootup. The rsc replaced the touchscreen/display assembly. The root cause for this report was display-backlight failure. This condition will be tracked and trended under ikaria's quality system. A full function test was performed and the device operated according to specifications so it was returned to the device service pool. This case did not result in an adverse event/serious adverse event; however, it is being submitted to regulatory authorities because a similar failure occurred in the past which resulted in a serious adverse event (MDR# 3004531588-2013-00023).